Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
Brazil. Allegedly, the patient underwent mastopexy with breast implants in (B)(6) 2023, imaging identified intracapsular rupture of the left implant, requiring further reoperation (sn: (B)(6).